Event description:
It was reported that the patient was in-patient at the hospital with unrelated cardiac issues and the health care provider (hcp) wanted the pump set at minimum rate. A confirmed motor stall was noted in event logs with no motor stall recovery recorded. Motor stall caused by patient being near a magnetic field. The patient had MRI the day prior to the report and a motor stall occurred on (B)(6) 2012 @ 16:08. It was noted that the event logs showed a motor stall recovery after the 2nd interrogation. The pump delivered morphine 10mg/ml at 0.06mg/day (minimum rate.)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).